Event description:
It was reported to philips that the system's geometry module was unable to power on, which could impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.